Event description:
It was alleged that a hospital employee obtained discrepant results when testing with coaguchek xs meter serial numbers (B)(4) using test strip lot number 52818417. The employee tested with both meters, resulting in a value of 1.0 inr on each. When using an older bottle of the same lot of test strips, both meters each measured values of 1.9 inr. The time frame between measurements is not known. The employee does not have a therapeutic range.

Manufacturer narrative:
The test strips were requested for investigation and replacement product was sent to the customer. The customer returned the test strip vial but there were no remaining test strips available for investigation. No further investigation was possible since the test strips were not returned. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."